Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that after placing clips on the cystic duct, the surgeon noticed that the clips were not secure and eventually fell off instrument. Another er320 was opened and used to complete the case. There was no consequence to the pt.